Manufacturer narrative:
Investigation conclusion: the customer did not provide a laboratory comparative for the reported inratio value. It is not possible to verify if a discrepancy exists without this information. It is indicated that the product is not returning for evaluation. Therefore, a review of the entire in-house testing history of the lot was performed. In house testing on retained strip lot 376826a meets criteria. The product performed as expected. A review of the manufacturing records for the lot did not uncover any non-conformances. The lot met release specifications. Although improper techniques were identified in the complaint, a root cause could not be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Manufacturer narrative:
Investigation conclusion: investigation pending.

Event description:
Report received of discrepant inratio values. Patient's therapeutic range 2.0 - 3.5. On (B)(6) 2016 inratio inr = 1.8. (On b)(6) 2016 inratio inr =1.4. On (B)(6) 2016 inratio inr = 2.4. No laboratory inr values. No reported adverse patient sequela.